Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had a rash. The rash was red and bruised. The rash was not open nor seeping. The patient reported that she was allergic to metals. The patient's nurse practitioner recommended using a lotion on the rash. Follow-up indicated that the condition of the rash was still the same. The medical outcome of the rash is unknown.